Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: neither the fault reported by the customer could be verified, nor another fault was found. Repair activities: mechanical upgrade performed, pneumatic circuit checked, accessories checked, unit cleaned, 8-hour endurance test carried out, functional test performed, functional test according to test procedure completed, electrical safety test completed, safety test checklist enclosed. This report is being filed from the (B)(4) as required under mitek¿s corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported in the middle of the operation the pump started to run water with full pressure to the patients joint, filling up the pressure chamber. The procedure was finished with a like product and ten (10) minute prolongation.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the medwatch, a follow-up medwatch will be filed as appropriate. Neither the fault reported by the customer could be verified, nor another fault was found. Repair activities: mechanical upgrade performed, pneumatic circuit checked, accessories checked, unit cleaned, 8-hour endurance test carried out, functional test performed, functional test according to test procedure completed, electrical safety test completed, safety test checklist enclosed. Device history review was performed and determined that there no anomalies or discrepancies found during the manufacture of this lot. This report is being filed from the etq complaint management system as required under mitek¿s corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.